Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was not reported. On (B)(6) 2012, the patient had low blood pressure. On (B)(6) 2012, the patient was hospitalized for the events. The patient was treated initially with ancef ip and gentamicin intraperitoneal injection (ip), and then changed to ceftazidime ip and ciprofloxacin ip (specific dates of administration and doses unknown) for peritonitis. The patient was in the hospital at the time of the report. Cause of peritonitis was unknown. The patient was not retrained and stated that the patient is very compliant. The patient was recovering from peritonitis with culture positive for aeromonas sobria and low blood pressure. The nurse stated that the event of ('low blood pressure') was not related to the homechoice machine, disposable parts, or dianeal therapy. The event of "peritonitis" was "possibly" related to the homechoice machine, disposable parts or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12f09038, and h12e29061. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.